Manufacturer narrative:
Product analysis: analysis of the programmer could not confirm the customer comment of a black screen. It was noted however that the programmer powered down by itself while on the bench and the power supply was accordingly replaced. It was further noted that the keyboard was missing a screw and handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was powered on the screen remained black except for a cursor flashing in the upper right corner. The user attempted to power cycle the device, removed the keyboard, and let the device run for over an hour however this failed to resolve the issue. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.